Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the event occurred due to contamination of the electrical contact part of the system. The inspection method for the event is described as follows in the instructions for use (IFU) "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". [Inspection of endoscopic images] [check if normal light observation images and nbi observation images are displayed normally.] 1 before inspection, wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water. 2 observe the palm, etc. Using normal light observation images and nbi observation images. 3 confirm that the illumination light is emitted. 4 adjust the light intensity to an appropriate brightness. 5 check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6 operate the angle lever of the endoscope to bend the curved part. 7 check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities occur." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of no image was not confirmed. The following additional findings were also noted: assorted chips and scratches, deformed video connector, and an insecure connection between the insertion pipe and control unit due to looseness of the insertion pipe. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that, during a therapeutic laparoscopic surgery, their endoeye flex deflectable videoscope device displayed an e216 endoscope communication failure and did not display an image. The customer reported that the surgery could be completed following a minor delay during which the electrical connection between the device and the concomitant otv-s300 was cleaned. There were no reports of patient or user harm associated with this event.